Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, lab: 2.3. Results were taken within one hour of each other.

Manufacturer narrative:
Accuracy comparison of inr values reported by user: date: (B)(6) 2010, inratio: 1.7, reference: 2.3, mean: 2.0, confidence limits: 1.3-2.7. Inr test results were obtained within 1 hour between readings. The mean of the inratio meter and comparative system inr's was calculated. All values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. The reported inr values meet the criteria for accuracy. No further investigation required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Issue will be subject to tracking and trending. Reported strip lot information was not in database. Corrective action not required at this time.